Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault that had occurred over a month ago and the patient had switched to the backup controller at the time. The alarm was confirmed on the log files and switched out the backup battery in the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as no product was returned, and no log files were submitted for review. The provided information indicated the system controller, serial number (B)(6), was exchanged by the patient at the time of the reported alarms. The backup battery, serial number (B)(6), in the exchanged controller was then exchanged in the clinic over 1 month later. Multiple attempts were made to obtain additional information regarding log files from the reported event date, and if any product will be returned for further analysis; however, no additional files have been provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed the backup battery, serial number (B)(6), as a component of heartmate 3 system controller, serial number (B)(6). Both were made in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.